Event description:
Boston scientific crm received information that this right ventricular (rv) lead displayed increased threshold measurements from 1.2 v at 0.5 ms at implant, to 3.5 v at 1.0 ms on the eve of the implant. The device outputs were increased to 6.5 v at 1.0 ms however, intermittent loss of capture (loc) was still observed. Sensing and impedance measurements had decreased slightly, but were within normal limits. The next day thresholds measurements decreased to 2.4 v at 1.0 ms and sensing and impedance measurements remained stable. The device was programmed to 4.5 v at 1.0 ms and a lead revision was performed the next day. This lead was explanted and a new lead was successfully implanted. To date, no adverse patient effects were reported.